Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed ants on the set. No water droplet or leakage from the cassette was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/ cassette ruptured which resulted in leak. This occurred after use of the device for peritoneal dialysis therapy. After the patient finished the treatment, many ants and water droplets were found on the set clip. There was no report of patient injury or medical intervention associated with this event. No additional information is available.